Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and advised the customer to continue using the pump while contacting them if the issue recurred. The caller acknowledged and understood the instructions.